Event description:
The complainant has reported that a female patient underwent a therapeutic egd procedure with placement of an esophageal stent. The ultraflex esophageal proximal release wallstent did deploy, however it did not fully expand in the patient. The clinician removed the stent with forceps and utilized another of the same device to successfully complete the procedure. There were no complications or ill effects sustained as a result of this issue. The patient condition is reported as fine.